Event description:
During the device evaluation, it was identified that the videoscope was missing the curved rubber adhesive. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause appears to be stress-related, such as damage or deterioration of components. The most likely cause of this complaint is an expected or random component failure, with no evidence of a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.